Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands, stent had move proximal over the marker band. A kink along the distal shaft was apparent; 4.8cm proximal to the distal tip. Deformation was evident to the distal tip, with tip being jagged and uneven. The inner lumen patency was not verified with a 0.015 inch mandrel, due to a kink along the distal shaft image review: two photographs were provided by the account. One photo captured the proximal pillow and stent wraps. There was no deformation evident to the stent struts. The other photo captured the stent. There was no deformation evident to the stent wraps and struts.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely tortuous, severely calcified lesion with 90% stenosis from the left main trunk to the left circumflex artery. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. No difficulties were noted when removing the protective sheath. The lesion was pre-dilated using an nc euphora balloon catheter and a non mdt rotablator, 25% stenosis remained. The device did not pass through a previously-deployed stent. The inflation device remained on neutral pressure during delivery of the device. Resistance was encountered when advancing the device. Excessive force was used during delivery. A delivery attempt of the reported device to the highly calcified lesion was unsuccessful; the device failed to be delivered to the lesion using a non-medtronic guide catheter. It is reported that st ent deformation occurred in vivo during positioning. After removal, it was noted that the stent was deformed. It is unknown if the removal of the stent from the patient resulted in the deformation. Delivery was attempted again using a non-medtronic penetration catheter but strong resistance was noted inside the catheter and delivery was not possible. The device was inspected after the procedure and the stent was found to have covered the proximal marker. The procedure was completed using another resolute onyx device of a different size and the support of the non-mdt penetration catheter. Post dilation was performed. There is no patient injury.